Event description:
The customer reports that insertion of the catheter was difficult through the swg (spring wire guide). A new kit ws opened.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly evaluation. The assembly was missing the cap. The catheter was not returned. Visual inspection of the guide wire revealed one kink near the distal end. Both the proximal and distal welds are full and spherical. Evidence of use was observed on the guide wire body. Visual inspection of the catheter could not be completed because the catheter was not returned. The kink in the guide wire measured 28mm from the distal end. The overall length of the guide wire measured 687mm which is within specification of 679-687mm per product drawing. The outer diameter of the guide wire measured .802mm which is within specification of .788-.826mm per product drawing. The returned guide wire passed through an inventory ars and introducer needle with minimal resistance. The returned guide wire was passed through an inventory 7fr catheter like the one provided in this kit. The guide wire passed through the catheter with minimal resistance. A manual tug test confirmed both welds are intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked in near the distal end of the wire. The returned guide wire met all relevant dimensional requirements and a device history record review was completed based on sales history and did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicated swg/catheter resistance - kinked.

Event description:
The customer reports that insertion of the catheter was difficult through the swg (spring wire guide). A new kit ws opened.